Event description:
Target lesion was the left renal artery. The vessel was not calcified, moderately tortuous and 75% stenosed. The target lesion was previously treated by implanting a palmaz stent (date/year of implantation and the catalog / lot of the stent were unknown). The aviator balloon (complaint product 1) ruptured within nominal pressure and was removed from the patient. Then an aviator balloon (complaint product 2) was attempted, but also ruptured within the nominal pressure. The balloon catheter was removed with the guiding catheter as a unit as resistance was felt when pulled back approximately 2cm into the guiding catheter (6f brite tip). Large resistance was felt again inside the sheath, and the sheath was also removed together from the patient. When inspected after removal, the tip of the balloon was split and the separated part seemed to be inside the patient's body. The 8f sheath was inserted using the sv wire (complaint product 3) to remove the previous guide wire (deja-vu, filmeecc), but the sv wire kinked during delivery. The previous guide wire was removed, and the separated part of the balloon was successfully removed by attaching it to the wire. Entire parts of the balloon were supposed to be removed by them, but it is possible that some parts are still in the patient. The patient is in stable condition now. There was no difficulty removing the balloons from the package. No kinks or damages were noted prior to use in the patient.

Manufacturer narrative:
This report is for an unknown palmaz stent (pxxxxx). This device is one of three products associated with this event. Please refer to MFR report # 9610978-2009-00182, 9610978-2009-00183. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.